Event description:
The customer reported a leak of blue fluid from the coulter ac t diff analyzer. The customer stated that a few milliliters of fluid leaked and was contained within the instrument. The customer also indicated that the instrument did not generate any error messages for this event. The customer mentioned discovering a loose pinch valve lv13 which had no screws attached to it. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were associated with the reported event and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse secured the loose pinch valve lv13 which was reported by the customer. The fse noted that the loose pinch valve lv13 did not contribute to the reported leak and was secured as a preventative measure. The fse discovered clenz leaking from a hole in the blue striped tubing below the inline optical fluid sensor fs3. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a hole in the blue striped tubing from the diluent/cleaner source. Beckman coulter internal identifier for this report is (B)(4).